Event description:
On (B)(6) 2025, the user, new to the ilet, reported a low blood glucose (bg) of 60 mg/dl followed by a rebound high of 331 mg/dl after overtreating the low bg. The low bg was treated with orange juice, and the high bg was corrected by the ilet. The user was concerned that the ilet was delivering insulin when bg is low. The agent educated the user on treating lows with 15 g of carbohydrates every 15 minutes. The user understood. Blood glucose (bg) was corrected with orange juice and ilet corrective insulin dosing. No symptoms were reported during the event, and no outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.